Event description:
Lead integrity alert (lia) triggered due to high-rate non-sustained episodes and elevated sensing integrity counter (sic) count. Possibly contributed to the device triggering a short circuit protection during high voltage therapy and less than programmed high voltage energy was delivered. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).